Manufacturer narrative:
The unit was returned for evaluation and was tested using our sop. We were unable to confirm the customer complaint of an overheat. Upon receipt, the circuit breaker tripped while the unit was infusing at 750ml/min. The unit also showed evidence of an impact on its housing near the display. The service record, when reviewed, showed that the unit was returned for service 5 times since it's production in 2004. The lot number of the disposable set was not reported. Will reach out to the hospital an additional time to request the lot number and determine further details of the case. It was reported that the patient was not harmed.

Event description:
According to the biomed engineer, there was a report of overheating during a case. The patient was not harmed. There are no details of the incident.